Event description:
A communication error between the dl and console was reported. The system did not recover after the first reset, therefore, resulting in a non-recoverable loss of x-ray imaging. No injury was reported. Note: dl refers to the computer located in the cabinet which allows image processing. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
This malfunction was determined to be reportable as this similar malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00069.